Event description:
Information received indicates the nurse call cannot be placed from the bed.

Manufacturer narrative:
The technician found bent connection pins on the communication cable. He replaced the communication cable to repair the bed.